Event description:
It was reported that during a laparoscopic gastric bypass procedure the device was fired and placed in a bag with a photo attached. The photo that shows the staple line was complete but there was a malformed staple showing. It is unknown if another device or suture was used to complete the procedure. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis found that one long60a device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no cartridge was received for analysis.